Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with inflammation, swelling, and infection, underneath sensor pod area only. The patient visited a doctor, and the skin reaction was treated with a prescription for a 5 day course of an unspecified oral antibiotics. At the time of the report the patient stated that the skin reaction had health. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).